Event description:
This is a spontaneous report by a nurse from the USA regarding peritonitis in a (B)(6) female homechoice peritoneal dialysis (pd) patient. On (B)(6) 2010, the patient developed peritonitis. On (B)(6) 2010, the patient was admitted to the hospital. A peritoneal effluent culture revealed (B)(6). The cause of the peritonitis with culture positive for (B)(6) was unknown. Treatment was not reported. On (B)(6) 2010, the patient was discharged. In (B)(6) 2010, the peritonitis with culture positive for (B)(6) resolved. Medical history included end stage renal disease (esrd), and hypertension. The reporter believed the peritonitis with culture positive for (B)(6) was not related to pd therapy.

Event description:
It is reported that the patient had closed reduction/manipulation for pain.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot for the flexi-cap (10d15h25), with no issues noted during the manufacturing process. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required

Manufacturer narrative:
(B)(4).as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.